Event description:
It was reported that this patient received an inappropriate shock and the physician requested episode review. The patient had been evaluated at a different hospital which was out of state. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock due to t wave oversensing and low amplitude morphology. An untreated episode was observed in addition. The health care professional (hcp) attempted to turn the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) on however was unsuccessful. Ts noted the reason being the r waves were too small. Ts recommended running automatic setup to evaluate vectors, considering a chest x ray to confirm device placement, and turning the sp feature back on. The hcp noted this patient had lost a lot of weight. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.